Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
This is report 2 of 3 for (B)(4). It was reported that this was an arthroscopic rotator cuff repair surgery of head of the humerus) for a rotator cuff tear. 4.75 healix advance kntls br cracked when attempted to insert into the bone hole which was made on the humerus. So, the product in question was changed to another product, but the same problems occurred 3 times repeatedly. The surgery was completed with no issues. There was less than a 30-minute surgical delay and no harm to the patient and no remaining in the body. The device was brand new and the first use when the issue occurred. No further information is available.